Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Patient has had allergy testing and it was confirmed that he is allergic to nickel and cadmium. A device evaluation cannot be conducted as the device remains implanted in the patient. A device history record (DHR) could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the viper cocr rod was conducted on the device family because the material makeup is identical within the family. It was noted that there were no related complaints for allergic reaction to cocr. The patient has a confirmed allergy to nickel (ni). The ni contained within the cocr rod is likely causing the reported allergic reaction however there is no product problem with the implant. Instruction for use, lists foreign body sensitivity, consisting of metal sensitivity or allergic reaction, as a contraindication for the viper system. No corrective action is required as there has been no product problem has been identified. Therefore, the complaint will be closed with no further action required.

Event description:
It was reported that a patient had been implanted with a viper 2 system rod and pedicle screws in (B)(6) 2012. The patient is now complaining of pain and thinks that he may be allergic to the cobalt chrome of the device.